Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the handpiece was running hot. It was noted that the device exceeded the maximum allowable temperature of 118 degrees fahrenheit (actual temperature reported was 120.4 degrees fahrenheit). Therefore the reported condition was confirmed. The assignable root cause was determined to be due to various worn mechanical components from normal wearout over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device overheated during temperature assessment. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.